Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty, the red plastic peg was noted to have fractured off of the cutting guide and was sitting within the patient's tissue. The piece was then removed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon further review, this event will be reported under (B)(6) MFR number (B)(4) as (B)(6)holds design control of this product.